Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek xs pro/laboratory results were obtained: 3.2 inr/2.4 inr, 3.2 inr/2.4 inr, 2.2 inr/1.7 inr, 2.6 inr/2.0 inr, 3.1 inr/2.3 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.